Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found that a bump occurred on the event date. The unit was noted to have no physical damage and after clearing the bump, the unit passed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a 3d image acquisition calibration on the imaging system, a red light appeared for the navigation system. The ndi toolbox on the navigation system showed that the bump sensor was triggered. There was no reported previous physical contact with the camera in the past. There was no patient present when this issue was identified. No additional information was provided.